Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump had alarmed multiple pump error alarms. Customer stated she was running and when she came back the device started to alarm 11 different pump error alarms. Customer is unable to clear the alarms and the device would not rewind. Customer's blood glucose was 6.2 mmol/l. Troubleshooting on the insulin pump was not possible. Customer was advised to discontinue use of the device, revert to her back up plan, and the device needed to be replaced. The device is returning for analysis. Customer called back the following day and stated they were in the emergency room due to being off the insulin pump.

Manufacturer narrative:
Unit received with a critical pump error (open book error) an pump error found in the formatted history file due to force sensor zero offset out of specification. The force sensor measured to be -000.1 mv. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error alarms due to critical pump error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window and case.